Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No injury or medical intervention was reported.